Event description:
The customer contact reported the device alarmed with a s233 (overtemperature-psc) malfunction alarm code. The device was returned to the biomedical department with an unsigned note that stated, "pump overheating". No specific patient info, pump programming, or event details were available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with a s233 (overtemperature-psc) malfunction alarm code and was warm to touch. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device audibly alarmed with a s233 (overtemperature-psc) malfunction alarm code and was warm to touch. Further testing found the device fan was not rotating fast enough to keep the device ambient temperature from reaching the threshold. The probable cause of the s233 malfunction alarm code was a broken fan. This report represents all the info known by the reported upon query by hospira personnel.